Event description:
It was reported that the patient presented for implant procedure. During procedure, the lead was dislodged. The lead was removed from the patient¿s body and was noted to be twisted. The lead was ultimately noted use, and a new one was implanted. No patient consequences were reported.